Manufacturer narrative:
(B)(6). (B)(4). Product was returned. However, the device evaluation was not completed before regulatory report submission. Once analysis is complete a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: product analysis # macroscopic and optical examination confirms the implant is fractured into multiple pieces and broken. The type and extent of fracture suggest brittle overload during insertion as the mechanism of failure. The above observations are consistent with brittle overload as the mechanism of failure. No further action is required at this time - this investigation is considered closed.

Event description:
It was reported that during a t9-iliac spinal procedure a cage broke. The product came in contact with the patient. No patient complications have been associated with the event.